Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, the device knife blade did not retract, it was a new sterile hand piece. There was no patient injury.